Event description:
Device report from (B)(6) indicates that a pt experienced an infection which was "possibly related" to the (B)(6) drillable. Pt was also implanted with a 4.5 mm lcp proximal tibia plate. Pt is reportedly doing well with no infection. This report is #2 of 2 for the same event.

Manufacturer narrative:
Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.